Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings:.-black box shows persistent ¿cs162¿ loss of prime due low force and zero force on (B)(6) 2017. Battery compartment and cap are undamaged and able to fit..the pump powers up with auditory and vibration to a blank screen. Unable to verify all steps and to adequately investigate reported ¿loss of prime¿ complaint. Pump¿s cover was removed, moisture corrosion was found to the cgm module, fs circuit, and to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.